Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), keypad/button unresponsive/button error, exposed to moisture. The customer reported blood glucose value of over 500 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen, ems/ambulance/ER visit. Customer reported the following led up to the event: crack at battery compartment. Document treatment for high bg: treated at local hospital with syringe. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, unomedical. Troubleshooting was performed, customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. The customer will discontinue to use of the mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. No missing/fading/damaged serial number label noted during visual inspection. The pump was also received with a blank display. Unable to verify keypad anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found j7 power connector becoming loose from pcba 1 due to corrosion on the pcba 1. Corrosion was also found on the pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued download of history files and traces using thump. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corrosion on the pcba 1. Successfully downloaded pump trace (diagnostic trace file) and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. There were no fatal¿critical¿alarms, or¿three consecutive¿critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to usart test failure in the intern bootloader (code 0x00000046), suspecting the hw. In further full review of the pump history/traces on the event date of 05-mar-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 05-mar-2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/06/2024 to 03/05/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 06-mar-2024. There were no unexpected pump errors/alarms noted 1 week prior to the event dates of 05-mar-2024 and 06-mar-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Cosmetic damage at the serial number label was not confirmed. Unable to verify customer alleged for high bgs/low bgs. Unable to perform the required testing, verify keypad anomaly, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corrosion on the pcba 1. A working test pcba 1 was used, however, a critical pump error (open book image) alarm was noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued download of history files and traces using thump. Successfully downloaded pump trace (diagnostic trace file) and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was generated due to usart test failure in the intern bootloader (code 0x00000046) due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.